Event description:
It was reported that oversensing of noise was noted on the right ventricular (rv) lead via a review of remote transmission. The rv lead was explanted and replaced. The patient was in stable condition with no adverse health consequences.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned for analysis. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil located proximal to the suture tie impression consistent with friction to the device can. The reported event was isolated to the exposure of the coil in the abrasion zone. Electrical testing did not find any indication of conductor fractures although an internal short was noted. All other damages noted are consistent with procedural damage.